Event description:
It was reported to nova biomedical that a consumer experienced a hypoglycemic event requiring medical intervention. During the call to customer support, it was revealed that the consumer used a competitor's control solution on her test strips to determine their integrity and accuracy. The consumer was educated on these directions for use at the time of call. The meter and test strips will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.